Event description:
Healthcare professional reported, "rupture of the left implant".

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy.

Event description:
Healthcare professional reported fine needle aspiration (fna) was negative for alcl

Event description:
Healthcare professional reported left side "mastalgia, inflammation", ¿visualizing left periprosthetic fluid in the last breast ultrasound¿, ¿tendency to nodularity, observing two nodular lesions in cie posterior plane of 6 mm and 7 mm¿, and ¿rule out alcl¿. Pathological markers confirming alcl have not been received. Healthcare professional additionally reported left double capsule and capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: yellow particles observed on the surface of the shell. Observed creases on the device. Observed wear abrasion on the device.

Event description:
Healthcare professional reported left side "mastalgia, inflammation", ¿visualizing left periprosthetic fluid in the last breast ultrasound¿, ¿tendency to nodularity, observing two nodular lesions in cie posterior plane of 6 mm and 7 mm¿, and ¿rule out alcl¿. Pathological markers confirming alcl have not been received. Healthcare professional additionally reported left double capsule and capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. ¿ double capsule: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: it is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to observe, since it is a medical event. And is not related to the device. Lump/nodule: unable to observe, since it is a medical event. And is not related to the device. Inflammation/irritation: unable to observe, since it is a medical event. And is not related to the device. Double capsule: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. No additional observations were carried out. No further actions are required, as the device is observed, out of its sealed package. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, additionally reported, left double capsule. And capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mastalgia, inflammation", ¿periprosthetic fluid" and ¿rule out alcl¿ (histopathological markers not reported).

Event description:
Healthcare professional reported left side "mastalgia, inflammation", ¿visualizing left periprosthetic fluid in the last breast ultrasound¿, ¿tendency to nodularity, observing two nodular lesions in cie posterior plane of 6 mm and 7 mm¿, and ¿rule out alcl¿. Pathological markers confirming alcl have not been received. Device remains implanted.